Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 425840409. This product was used for the product code, and 501k. The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
An event involving the transpac¿ it, 2 lines, 2 transducer, 60" (152 cm), 3 ml/hr flush device, macrodrip was reported during the preoperative phase of a surgical procedure. The issue involved intermittent loss of the arterial blood pressure signal, which prompted the clinical team to disconnect the patient for verification prior to surgery. Initially, the arterial line displayed a normal waveform. However, during induction¿shortly after the arterial catheter was paused¿there was repeated loss of signal, characterized by an alternating damped curve and flat tracing. The system was reportedly checked prior to assembly, and the taps were re-tightened, as they are not typically fully secured in the kit. At the time of the incident, the arterial line was connected directly to the catheter, with no additional tubing or devices added. The pressure bag was correctly inflated and within the green range of the pressure indicator. No medications were administered through the line; it was exclusively used for saline flushing. Upon further investigation, after repeated signal loss, the patient¿s arm was removed from the protective covering to inspect the catheter site. It was discovered that the tubing had disconnected from the 3-way valve, which appeared to have loosened (not cut). This disconnection allowed arterial blood to leak into the absorbent protective system (absorbex + foam). Although the absorbent material was saturated, the estimated blood loss was less than 200 ml, and no significant clinical impact was reported. The system was replaced, and the procedure continued with no harm to the patient, other than a slight extension of time in the operating room.

Manufacturer narrative:
Investigation summary the reported complaint of line detached was confirmed on the returned set. During visual inspection, the 48" pressure tubing was received separated from the male luer. With a tubing separation, the transducer will not be able to obtain any readings. The end of the tubing was observed to be tacky. The probable cause of the tubing being tacky had occurred due to the adhesive not being fully cured during assembly at ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.